Event description:
The customer reported, a constant tone and unresponsive buttons. Troubleshooting was performed. The constant tone stopped, but the screen was frozen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen screen after the battery insertion due to a problem with the interface board. Unable to test for the constant tone due to the frozen screen.